Manufacturer narrative:
(B)(4). Concomitant medical products:: 00599401692 - femoral component option for cemented use only size f right - 60054783, 00597206532 - all poly petella standard cemented size 32 mm diameter 8.5 mm thickness - 60206863, 00599003602 - prc agmt block post sz f 10mm - 53912200, 00599003610 - distal femoral augment block precoat may be used with posterior and/or, anterior blocks size f 5 mm augment with screw - 60172170, 00599003610 - distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 5 mm augment with screw - 60246727, 00598800500 - stemmed tibial component precoat a/p wedged for cemented use only size 5 - 60183809, 3025-020 - cmw 2 gentamicin - f364x20 and 00598801012 - stem extension straight 12mm dia x 100mm length(combined length 145mm) - 60223183. Report source: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03331.

Event description:
It was reported that 17 years post implantation the patient underwent a second revision surgery due to soft tissue instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a femoral and articular surface implant with foreign material covering the implants. No other definitive statements can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no identified soft tissue abnormality; overall fit and alignment as well as bone quality appears normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.